Event description:
No additional information provided at this time.

Manufacturer narrative:
The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No relevant notes on either device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the internal jugular vein due to deep vein thrombosis (dvt). Patient alleges tilt, vena cava perforation. Per abdominal CT dated (B)(6) 2019, "a tent-shaped inferior vena cava filter is in place with the top projecting into the ostium of the right renal vein (outside the plane of the superior vena cava). The axis is angled by 33degrees the coronal plane. Filter struts: four major struts visualized: left lateral anterior and posterior strut perforating through the wall is identified (grade 2). There are two inferior perforating struts: posterior strut abutting the cortex of the lower anterior wall of l3 vertebra externally; and anterior strut is adjacent but external to the serosa of the second duodenum."

Manufacturer narrative:
Appropriate term/code not available (3191) [device perforation] . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Occupation: non-healthcare professional the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.